Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer had essure inserted. Since insertion she's had so many symptoms from bleeding (2-3 periods a month for a year) and cramping (feels like labor pains). She also reported that in 2013 she had a hysterectomy due to essure. Follow-ups attempted with no response.

Manufacturer narrative:
Follow-up 19-feb-2014: consumer reported on company internet site she was (B)(6) and now has to get a hysterectomy because of essure. Follow-up information received on (B)(6) 2014 from social media: the consumer reported that she was getting hysterectomy because of essure. She had constant pain and has been bleeding non-stop for over a year. Follow up from 03-apr-2014: no response to date. Case closed. Case correction on 09.jul.2014 based on follow-up information received on 07.feb.2014: after a company internal review the incident category was amended to incident due to the reported hysterectomy. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no suspicion of a quality defect based on this report. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding non stop for over a year. The reported events was considered serious, as medically significant and is listed according to the reference safety information for essure. Abnormal bleeding and menses pattern changes may occur with essure therapy. In this particular case, the consumer reported bleeding non stop for over a year, she also stated that a hysterectomy was performed due to essure. Considering this information a causal relationship between the reported event and the suspect insert cannot be excluded, and due to the reported hysterectomy this event was regarded as an incident. In addition, the non-serious events cramping feels like labor pains, 2-3 periods a month for a year, and constant pain were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no suspicion of a quality defect of the product based on this report. No further information is expected.